Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "heartrate was consistently lower than sixty when my doctor said they set the device to be at sixty". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.